Event description:
The customer reported that reagent red cells on board the ortho provue analyzer were contaminated after processing pt samples. No erroneous results reported. Probe issues can lead to dilution of reagent / sample, carry over and / or cross contamination, and erroneous test results.

Manufacturer narrative:
The customer indicated that the probe was not bent or leaking. It is unk how the reagents became contaminated. Ocd customer technical service (cts) advised the customer to perform final washes and a prime. The customer ran qc and the pt sample successfully without any issues. This customer has not logged any complaints against this analyzer since this incident. Incident is isolated. (B) (4).